Event description:
It was reported that the button was stuck down and that the pump emptied about 95% in about 12 hours. Pump was removed by the physician as a precaution. It was stated that the pt was fine. Fill volume 400ml.

Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter. The device involved in this complaint has not been returned for eval. Without the actual product, part number or lot number, a complete analysis cannot be conducted. The directions for use (dfu) (B) (4) contain instruction for bolus activation. It states: "warning: if the button does not pop back within 30 minutes, check position of orange refill indicator: 1. If indicator is in the lowermost position, close clamp. If button pops back up within 10 minutes, open clamp and continue with infusion. If button remains stuck, it may result in a significant increase in flow rate to pt. Keep clamp closed. Pump should be replaced if appropriate." If additional info that is pertinent to this event becomes available, I-flow will submit a follow-up report.